Manufacturer narrative:
The set was not recived by the manufacturer for analysis, therefore the root cause for the reported complaint could not be determined. The manufacturer will continue to monitor customer complaint with regard to this issue. Correction made to section d-6.

Event description:
Hosp advised that while giving blood a nurse in the i.c.u. Observed air in the line below the pump. The nurse removed the air through the lower y-site, continued the infusion and observed approximately 6 inches of air in the line again. Nurse changed tubing. There was no resultant pt complication.